Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during the fill tubing process. The patient's blood glucose at the time of incident was 177 mg/dl. Troubleshooting was initiated for the issue and the caller stated that the drive support cap was missing. The caller is unaware of when the drive support cap fell out. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump has not been returned for analysis.